Event description:
During a diagnostic angiographic procedure, an hemostatic puncture closure device was deployed in order to obtain hemostasis. During deployment, a suture break was noted by the physician, and the absorbable anchor remained in the artery without being secured against the vessel wall. Manual pressure was used to obtain hemostasis.